Event description:
It was reported that the pump was alarming 1170. Per reporter, the batteries were removed and left out for 30 seconds and were reinserted, but error 1660 alarm returned. The batteries were removed again and left out for longer time as the patient did not have new batteries available. The batteries were reinserted, but the alarm returned immediately. Batteries removed and line clamped. The event occurred at the patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period